Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer was unable to test the harmonic ace instrument after a ¿blade input mitigation¿ message displayed. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no abnormality. The instrument jaws did not move at all after an error message about blade pressure displayed. The issue occurred once persistently. The customer confirmed that no fragment fell inside of the patient. The lot number of the drape that the instrument was attached to was unknown, but the customer would not return the drape.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.390¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode of the broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Additional observation not reported by site was that the instrument was found to have teflon pad damage on the clamp arm. The instrument appeared to have a segment of the teflon pad was partially sticking out but remained intact. No material was found missing. The root cause is typically attributed to mishandling/misuse. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.